Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component item # 00599601451 lot # 62417476. Tibial component item #00598002702 lot # 63302496. Patella item # 00597206529 lot # 63276901. Art surface item # 00596202210 lot # 62837472. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00323, 0002648920-2019-00843. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies. Medical records were not provided. Per the nexgen cr, ps, cra, lps, and lcck package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent left total knee arthroplasty and after 11 months the patient reported that the devices failed, became loose and was defective. As a result, the patient suffered pain. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient is experiencing pain, loosening of tibial component with radiolucency eleven months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 the additional information received doesn't change the previous investigation. Medical records review indicates there is no intraoperative complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.